Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-00430.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, pod packing coils (pod pcs), a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil into the target vessel using the handle. While advancing the next coil, a pod pc, through the microcatheter, the physician experienced resistance; subsequently, the pod pc was retracted. While attempting to re-advance the same pod pc, the physician experienced resistance at the same location; therefore, the pod pc was removed. The physician continued the procedure by advancing a new pod pc into the target vessel and attempted to detach it using the handle; however, the red handle slider did not retract; therefore, the handle was not used. The procedure was completed using a new handle to detach the same pod pc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned pod pc confirmed a functional device. During functional testing, the pod pc was advanced out of its introducer sheath and through a demonstration microcatheter without issue. The non-penumbra microcatheter used in the procedure was not returned for evaluation. The root cause of the reported resistance could not be confirmed. It is unknown where the proximal end of the pusher assembly stuck in the handle came from. No other device associated with the complaint were returned for evaluation. Evaluation of the returned handle confirmed that a proximal portion of a fractured pusher assembly was stuck inside the handle. This type of damage typically occurs due to repeatedly actuating the handle during an attempt to detach a coil. This likely prevented the handle from retracting during the procedure. The proximal end of the pusher assembly could not be removed from the handle, and therefore, the handle could not be functionally tested. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00430.